Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator which leads to magnet dislodgement (date not reported). Subsequently, the patient was hospitalized (specific date not reported). During the admission, the patient underwent revision surgery under general anesthesia on (B)(6) 2024 to replace the magnet.